Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s stool tested positive for occult blood. The event started on (B)(6) 2015 and resolved on (B)(6) 2015. The patient was transfused with 1 unit of packed red blood cells. The patient¿s hematocrit was 21.9%, hemoglobin 7.2 g/dl, platelet count of 173 x 10^9/l and a partial thromboplastin time of 40.8 seconds.

Manufacturer narrative:
Approximate age of device ¿ 3 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient was transfused with 25 units of packed red blood cells over the timeframe of (B)(6) 2015 to (B)(6) 2015 due to gi bleeding.

Manufacturer narrative:
The referenced report of gi bleeding and blood transfusion is covered under medwatch MFR# 2916596-2015-01348. A root cause for the reported event and a correlation to the device could not be determined through this evaluation. The patient remains ongoing on lvad support and no further issues have been reported. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.